Event description:
The lay user / patient contacted lifescan (B)(6) on (B)(6) 2011 alleging an error 4 message with their one touch verio meter. The patient denied exhibiting any symptoms due to the alleged issue. The patient confirmed that the technique of applying blood on the test strip was correct. The test strips were not expired. The alleged issue was not resolved over the phone. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the alleged error 4 message was not resolved.

Manufacturer narrative:
The products were replaced and requested back. The products were returned on (B)(6) 2011. The products were tested and both meter and test strips passed testing. The alleged issue was not confirmed. The 510 (k) # isk093745.